Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 65 mg/dl. They ate to bring their blood glucose up. Troubleshooting was performed for the power error detected alarm. They were given a series of steps to follow once call ends to clear the alarm. They were advised to monitor the insulin pump and call back if error recurs. The device will not be returned for analysis.